Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed errhwbbt. No additional patient or event information is available. The receiver was returned for evaluation. The receiver was visually inspected. The data log could not be retrieved and functional testing could not be performed because of moisture damage. Customer complaint confirmed because of moisture damage. The root cause could not be determined.